Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: salvage pericardial baffle for prosthetic aortic valve endocarditis in a kidney transplant recipient. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "salvage pericardial baffle for prosthetic aortic valve endocarditis in a kidney transplant recipient", was reviewed. The article presented a case study of a 59-year-old male patient with a history of renal disease secondary to iga nephropathy, prior bioprosthetic aortic valve replacement for stenotic bicuspid aortic valve, hypertension, type 2 diabetes, progressive weakness, anasarca, anorexia, chronic kidney disease stage iiia, and dizziness. On an unknown date a 25mm epic max valve was chosen for a bentall procedure using a 30mm straight woven polyester graft. The device was implanted. Post-implant, diffuse mediastinal bleeding persisted from friable tissue in the left ventricular outflow tract despite heparin reversal and correction of coagulopathy. A bovine pericardial periaortic baffle was constructed to wrap around the aortic root and graft to allow blood to drain into the right atrium. Post-procedure, the patient's renal allograft function declined, necessitating transient renal replacement therapy. The patient was discharged in stable condition. [The primary and corresponding author was aabha divya, division of cardiothoracic surgery, department of surgery, tulane university school of medicine, new orleans, la, USA, with corresponding e-mail: adivya@tulane.edu.]